Event description:
It was reported that this patient went to the hospital on (B)(6) due to the solution leaking into his testicles. The patient reported that he underwent testing, radiography, and blood tests before being discharged the same day. The patient confirmed he was feeling well, but that he was advised to not complete dialysis because of the risk of reoccurrence. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2025 due to the pd solution leaking into his testicles. The patient was diagnosed with a hernia. The type and location of the hernia could not be confirmed. The patient was discharged from the ER the same day. It is unknown if the patient received any medical interventions in the ER or only underwent testing only. The patient was subsequently hospitalized on (B)(6) 2025 to undergo a hernia repair and have a central venous catheter (cvc) placed. The patient was transitioned to hemodialysis (hd). The discharge date is unknown. The patient¿s hernia was not pre-existing prior to the start of pd therapy. The cause of the hernia is unknown.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this patient went to the hospital on (B)(6) 2025 due to the solution leaking into his testicles. The patient reported that he underwent testing, radiography, and blood tests before being discharged the same day. The patient confirmed he was feeling well, but that he was advised to not complete dialysis because of the risk of reoccurrence. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2025 due to the pd solution leaking into his testicles. The patient was diagnosed with a hernia. The type and location of the hernia could not be confirmed. The patient was discharged from the ER the same day. It is unknown if the patient received any medical interventions in the ER or only underwent testing only. The patient was subsequently hospitalized on (B)(6) 2025 to undergo a hernia repair and have a central venous catheter (cvc) placed. The patient was transitioned to hemodialysis (hd). The discharge date is unknown. The patient¿s hernia was not pre-existing prior to the start of pd therapy. The cause of the hernia is unknown.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of hernia with transition to hemodialysis. However, there is no documentation of a causal relationship between the hernia and the patient use of the liberty select cycler. The cause of the hernia is unknown. Patients on pd therapy are at risk of developing a hernia for several reasons including increased stress on the muscles of the abdomen. It is unknown if pd therapy exacerbated the patient¿s hernia. There is no allegation of a device malfunction or deficiency causing the patient¿s hernia. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the hernia.